Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on an unknown date. During the procedure, the cutting wire was broken. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.